Event description:
As reported, the 6x100ml smart control self-expanding stent (ses) did not deploy when dr turned wheel. The stent did not start flowering until multiple attempts were made. The wheel spun, the stent would not flower. After multiple attempts stent, was successfully deployed with no patient injury. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 6x100ml smart control self-expanding stent (ses) did not deploy when dr turned wheel. The stent did not start flowering until multiple attempts were made. The wheel spun, the stent would not flower. After multiple attempts, the stent was successfully deployed with no patient injury. There was no reported injury to the patient. The device will be returned for evaluation. One non-sterile smart control, iliac 6x100ml device involved in the reported complaint was returned for investigation. It was observed that the tunning dial was correctly assembled to the inner shaft tube. Additionally, the deployment lever was in manufacturing position, and the locking pin was not present with the device. The flushing valve was found present, and the catheter tip was present as well. Regarding the stent, for this evaluation it was not returned. Additionally, a crack of the outer sheath and braidewire was noted on the catheter portion of the unit, 109 cm from the distal tip. A high magnification evaluation was executed to evaluate the borders of the crack observed. During this analysis, the presence of elongations was noticed, which is commonly related to overloading tensile forces exposure and could have resulted in the separation observed. Additionally, the tuning dial was reviewed and tested, and no mechanical issue related to its mechanism was observed; nevertheless, complete deployment of the stent could not be performed, as the observed damage to the outer sheath compromised the deployment mechanism of the stent. Based on the investigation results, the reported ¿tuning dial damaged¿ was not verified, as the tuning dial was found to be properly assembled and functioning as intended with no evidence of mechanical malfunction. Subsequently, the presence of an ¿outer sheath exposed braidewire/corewire¿ was identified. The characteristics of the damage, including observed elongations at the crack interface, are indicative of exposure to excessive tensile loading, which likely compromised the structural integrity of the catheter. Given the evidence of mechanical damage to the outer sheath, it is likely these damages occurred during device handling. However, the exact root cause cannot be conclusively determined. According to the instructions for use, which is not intended as a mitigation of risk, ¿do not use if the stent is partially deployed. Stent deployment procedure: 1. Insertion of introducer sheath or guiding catheter and guidewire a. Gain access at the appropriate site utilizing the appropriate accessory equipment compatible with the stent delivery system. B. Insert an .035¿ (0.89 mm) guidewire of an appropriate length through the introducer sheath or guide catheter. A. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal: a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Stent deployment: a. Verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Note: only the initial 40 mm of the stent may be unsheathed using the tuning dial.¿ the information available and device analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.